Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent ventral hernia repair on (B)(6) 2014 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: "mesh removal due to infection". Additional event specific information was not provided.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures.¿the above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures.¿the above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2011: (B)(6) hospital. (B)(6), md. Radiology. Ultrasound pelvis, transvaginal sonogram, doppler visceral and cf and special analysis. Impression: nonvisualization of the right ovary. No right adnexal mass is present. Normal uterus and left ovary. (B)(6) 2012: (B)(6) hospital. (B)(6), md. Colonoscopy. Colon polyps and diverticulosis. Implant preoperative complaints: (B)(6) 2014: indications: ¿the patient is a 60 year old female with a large ventral abdominal hernia that appeared to be incarcerated.¿ implant procedure: repair of incarcerated ventral hernia with ¿gore-tex dual mesh¿ 11 x 15 cms in size. Implant: gore® dualmesh® plus biomaterial (1dlmcp03/12017884, 11cm x 15cm) implant date: (B)(6) 2014 (hospitalization dates unknown) (B)(6) 2014: (B)(6) hospital. (B)(6), md. Operative report. Assistant: (B)(6), csfa. Preoperative and postoperative diagnosis: ventral abdominal wall hernia. Anesthesia: general. Complications: none. Procedure: ¿she received antibiotics pre-operatively. She also received 5000 units of subq heparin due to her history of dvt¿s. General endotracheal anesthesia was induced. She was prepped and draped in the usual sterile fashion. A time-out was performed. At that point I dissected free the tissue around the fascia. The hernia did appear to be incarcerated. At that point I opened up the hernia sac so that I could reduce the contents back into the abdomen. It was essentially fat. There was no evidence of omentum being strangulated or ischemic. It was reduced back into the abdomen. At that point I cut the hernia sac down and removed it except for a small layer on top of the fascia. At that point the 11 x 15 piece of gore-tex dual mesh was anchored circumferentially underneath the peritoneum and to the fascia using #1 prolene sutures. I was careful at each suture that there was no bowel or contents between the mesh and the stitch. Once this was done and the mesh was placed I made sure I overlapped the fascia because the fascia was relatively attenuated by at least 4-5 cms circumferentially. Once that was done the fascia was closed using pds sutures. The umbilicus was reattached to the fascia using 3-0 vicryl sutures. The subcutaneous tissue was closed using 3-0 vicryl sutures. Local anesthetic was injected and the wound was irrigated out. The skin was then closed using staples. All sponge, instrument and needle counts were correct x 2. (B)(6) 2014: (B)(6) hospital. Implant sticker: gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 12017884. Manufacturer w. L. Gore & associates. Al0563-ml1. O (B)(6) 2014: (B)(6) hospital. (B)(6), md. Laboratory report. Spec #: (B)(4). Gross exam: this is a sac like piece of dense pink to red fibrous tissue that measures approximately 6 x 5 x 1.5 cm. There are no suspicious nodules noted and representative portion is submitted in one cassette. Final diagnosis: ventral hernia sac. Excision: benign hernia sac. Explant preoperative complaints: (B)(6) 2014: (B)(6) hospital. (B)(6), md. Radiology. CT abdomen and pelvis with contrast. History: patient had ventral wall hernia repair about two weeks ago. Patient complaints of abdominal pain. Findings: ¿there is evidence of anterior abdomen/pelvic wall hernia repair with staples on the skin at the anterior pelvis and mesh along the anterior wall. There is a large well circumscribed fluid collection around the mesh both anteriorly in the subcutaneous fat extending to skin staple and to the mesh within the peritoneal space measuring about 12 x 10 x 13 centimeters. There are multiple air lucencies within the superficial portion of the fluid collection. This could represent a large postsurgical seroma. Infected fluid/abscess also is not excludable. There is no significant enhancement around this fluid collection. There is edema in the subcutaneous fat of anterior pelvis.¿ impression: ¿there is evidence of anterior low abdomen/pelvic midline hernia repair with mesh placement. There is a large fluid collection surrounding the mesh as describe above with air within the superficial portion of the fluid. This may represent a large postsurgical seroma. Abscess is not entirely excludable. Recommend clinical correlation. If desired, this should be easily accessible for aspiration.¿ (B)(6) 2014: (B)(6) hospital. (B)(6), md. Indications: ¿the patient is a 60 year old female who is just over two weeks status post a repair of a long standing incarcerated ventral hernia. She showed up for a two week follow-up appointment with erythema and redness as well as some epidermolysis of the skin. She was admitted to the hospital. A CT scan of the abdomen and pelvis was performed which showed a significant amount of fluid around the graft as well as the subcutaneous tissue. There was also air present. I drained the superficial wound yesterday.¿ explant procedure: exploratory laparotomy. Removal of infected gore-tex dual mesh. Repair of hernia using flexhd biologic mesh 12 cms x 16 cms in size. Placement of wound vac. Explant date: (B)(6) 2014 (hospitalization dates unknown) (B)(6) 2014: (B)(6) hospital. (B)(6), md. Operative report. Preoperative and postoperative diagnosis: cellulitis with suspected infected gore-tex dual mesh status post ventral hernia repair. Anesthesia: general. Procedure: ¿her abdomen was prepped and draped in the usual sterile fashion. A time-out was performed. At that point I removed the remaining staples. I opened up the incision using the bovie. The skin incision was actually healed. Upon entering the subcutaneous tissue there was some more fluid that drained out. This was cultured. I took the umbilicus off the fascia. At that point the fascia and tissue appeared to be intact covering the mesh. I could see some sutures that were used to tack the mesh circumferentially around the fascia and I felt based on the CT scan findings and the fact that the superficial fluid cultures were growing gram positive cocci I felt the best option would be open up the tissue and to remove the mesh. At that point the fascia was opened up. The mesh was identified. There was no fluid between the mesh and the anterior abdominal wall. However, when I began taking the sutures down a large amount of serosanguineous fluid was seen beneath the mesh. This was cultured. There was some fibrin jelly-like substance underneath that was cleaned out as well. Eventually the mesh was removed. I copiously irrigated out the tissue underneath there. I was able to clean off the peritoneum. At that point a 12 cm x 16 cm flexhd biologic mesh was used and circumferentially tacked to the fascia using interrupted sutures using #1 pds sutures. I then closed the attenuated fascia over top of the mesh using #1 pds sutures. At that point a wound vac was applied. The patient tolerated the procedure well. All sponge, instrument and needle counts were correct x 2.¿ relevant medical information: (B)(6) 2016: (B)(6) hospital. (B)(6), md. Radiology. CT abdomen/pelvis with contrast. History: abdominal pain generalized. Comparison (B)(6) 2014. Impression: no acute intraabdominal or intrapelvic abnormalities detected. (B)(6) 2017: (B)(6) hospital. (B)(6). Radiology. CT abdomen/pelvis without contrast. History: diarrhea. Confusion, not eating or drinking, acute renal failure and hypotension. Findings: grossly unremarkable gi tract and body wall. Impression: mild gallbladder distention with possible biliary sludge vs motion artifact. No other acute intra-abdominal or intrapelvic abnormalities. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.